Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution for faradrive was selected for use during a pvi procedure. During insertion into the dilator, the coating at the proximal end of the wire was observed to be severely bunched. Due to the excessive bunching, the versacross dilator could not be advanced over the wire for transseptal puncture. A second versacross was subsequently used to complete the transseptal puncture and access the left atrium. The second wire functioned as intended. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of coating issue and prolonged procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event, although there is confidence it's related to the device; therefore the conclusion code of cause linked to device but unable to trace more specifically was selected.

Event description:
It was reported that a versacross access solution for faradrive was selected for use during a pvi procedure. During insertion into the dilator, the coating at the proximal end of the wire was observed to be severely bunched. Due to the excessive bunching, the versacross dilator could not be advanced over the wire for transseptal puncture. A second versacross was subsequently used to complete the transseptal puncture and access the left atrium. The second wire functioned as intended. No patient complications were reported. It was further reported that the issue was found when trying to load versacross dilator over rf wire, it was assumed issue was there when opening since wire was not handled after opening. It is confirmed that the coating was pealed. There were no issues with the dilator. Dilator was used with alternate wire to complete procedure with no further issues.